Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon was inserted into pre peritoneal space and pumped up approximately 11 times. On each pump, the surgeon observed the balloon deflating. On removing the balloon, the surgeon observed that the balloon was burst along the seam in two places. Another device from the same box was used to complete the surgery. The pt is ok and there were no further complications. No tissue damage occurred. No unanticipated blood loss occurred. The case was not delayed more than 30 minutes due to this problem. No pt injury reported.